Manufacturer narrative:
The returned lens was confirmed to have one broken haptic in the gusset area. There was no evidence to suggest any mfg defects. There have been no similar complaints reported in this lot. This report was mailed in to FDA on: 10/17/97.

Event description:
Surgeon reports lens was replaced due to dislocation resulting from a broken haptic. He describes the implantation surgery as routine with no complications. Pt was seen approx 10 mos later for a "problem" and the inferior haptic was noted to be broken off at the edge of the optic causing the optic to tilt anteriorly into the anterior chamber. There had been no discomfort or history of trauma reported by the pt. The lens was replaced and the pt recovered with 20/20 post-operative visual acuity.